Event description:
It was reported the tip of the drive shaft for the reamer irrigator aspirator (ria) broke off during a left knee fusion revision procedure involving a competitor's nail. There was a 10 minute surgical delay since another kind of reamer had to be used had to be used to complete the procedure. The procedure was successfully completed with no harm to the patient. The date of the original implantation procedure is unknown. This complaint is alleged against the ria drive shaft, the associated 14.5mm reamer head and the ria tube assembly. This is report 2 of 2 com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. A device history record review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Product investigation evaluation: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ one 14.5mm reamer head for ria was received with the compliant category of ¿broken: intraoperatively.¿ the complaint condition is confirmed since the drive shaft was received with a broken distal tip and the reamer head was received with two broken tabs. The designs were found to be sufficient for their intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip and subsequent break of the reamer head. Further evaluation shows that during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended to clear the medullary canal of bone marrow and debris, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. This information is provided per with reamer/irrigator/aspirator (ria) technique guide. The returned drive shaft was received with the distal tip, which mates with the reamer head, partially broken off. The diagonal break is located approximately 11.5mm distal of the transition to the drive shaft helix. The distal piece, approximately 10mm, is stuck in the returned reamer head. The reamer head was received with two of the proximal tabs broken off. The tabs, approximately 7mm, were not received. The ria assembly was received showing wear consistent with use. The balance of each device shows wear. Thus, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing and the drawing revision at the time of manufacture was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use when used and maintained as recommended. The design history was found to not impact the complaint condition. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued causing fatigue of the drive shaft tip and ultimately the fracture at the distal tip. It is likely that this initial failure caused the reamer head to break as well. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. The design is adequate for its intended use and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that mark two engineering, inc. Manufactured the 14.5mm reamer head for ria, part #352.255, and lot #7370647 on po #(B)(4) for (B)(4) pieces delivered july 18, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 16, 2013, and to synthes final inspection sheet # (B)(4), revision ¿f.¿ the parts were sterilized and released to the warehouse on august 2, 2013 with expiration of june 2022. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.